Event description:
Related manufacturer reference number: 2017865-2023-20857. Additional information received noted loss of sensing and dislodgement on the atrial lead (ra). The left ventricular (lv) lead was explanted and replaced and the ra lead was repositioned. The patient condition was stable.

Manufacturer narrative:
Additional information: d6a for missing implant date.